Event description:
The customer's parent reported that the customer experienced low blood glucose under 20 mg/dl, which was treated with two glucagon shots. Customer's parent declined to troubleshoot for low blood glucose, stating patient's blood glucose when she "steak" and did not believe the insulin pump was a factor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.